Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer addressed an intermittent failure in drawer 4.1, pocket e2. Pharmacy staff had found the pocket off the bus. The station was powered down, and the rear panel of the drawer was removed. The row board cable was disconnected from the drawer controller board, the connector was cleaned, and the cable was reconnected. The rear panel was reinstalled, the station was powered back on, and pharmacy staff confirmed the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.